Event description:
During use with a manikin attached to a monitor, the unit did not assess a treatable rhythm as treatable. The monitor indicated the ECG was being received by manikin.

Event description:
During a phone conversation with the customer on 9/4/01, the customer said the unit had been modified to be used as a simulator for their defib training. They trained from a book last year, but when they tried to set up the equipment for the defib training this year, the defibrillator did not treat the input treatable rhythm.